Event description:
During a transapical tavr procedure, valve in valve was performed. It was decided to implant a 23mm sapien xt with 1ml less than nominal volume after performing bav with an 18mm z-med balloon. A 23m sapien xt valve was positioned in a 60:40 aortic position and deployed with stepwise inflation. Post deployment, the delivery system was pulled before the balloon was completely deflated. The sapien xt was dragged to the left ventricle side along with the delivery system and finally implanted in an 80:20 ventricular position. Due to acute aortic regurgitation, the blood pressure (bp) remained in the 30¿s mmhg. The wall motion was decreased and ventricular fibrillation (vf) was observed. The patient was defibrillated at 200j but went into cardiac arrest. Defibrillation was performed at 200j three times and the heart beat returned. Percutaneous cardiopulmonary support (pcps) was initiated with 2l/min and the bp was maintained in the 160¿s mmhg. A second 23mm sapien xt was prepared and valve in valve was performed. The second xt valve was positioned in a 70:30 aortic position. During the delivery system balloon was slowly inflated, the position was tried to adjust but it was difficult. The second xt valve was finally implanted in an 80:20 aortic position. Post implantation, trivial to mild paravalvular leak (pvl) was observed at the 12 and 3 o¿clock position. Pcps was weaned off and the patient was transferred to the ICU.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the delivery system was retracted before the balloon was completely deflated resulting in the too ventricular deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.